Manufacturer narrative:
(B)(4). Medical products: bmet regenx pri tib tray 71mm catalog#: 141273, lot#: 185970; modular splined stem 40mm catalog#: 141369 lot#: 511770; vngd ant stblzd brg 12x71 catalog#: 189062 lot#: 651390. The product cannot be returned to zimmer biomet for investigation because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is experiencing pain and swelling. Patient has tested positive for a nickel allergy. No revision procedure has been performed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is experiencing pain and swelling. Patient has tested positive for a nickel allergy. Patient has now been revised.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.